Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware during procedural set up, the hydros robotic system generated an "e917 error." Despite troubleshooting attempts, the error could not be cleared. Ultimately, a new hydros handpiece was used to successfully complete the procedure. The reported event caused a procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The hydros handpiece was returned for investigation. The treatment log files were reviewed and found that e917 errors occurred, confirming the reported failure. During functional testing, the e917 error could not be reproduced; however, evidence of saline ingress was observed on the hydros handpiece which could have contributed to the reported failure. The root cause was determined to be a supplier issue and is being addressed through procept's quality management system. A review of the device history record (DHR) for hy1000/serial number (B)(6) and hh1000/lot number 24c03673 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The hydros robotic system's user manual, um0401-00-01 rev. B, us, english was reviewed. E917: reconnect component 1. Release foot pedal. 2. Check status panel for source of issues. 3. Reconnect or replace component as needed until status becomes green. 4. Click ok to clear alert; may require realignment and replanning if issue persists, call procept biorobotics. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.